Event description:
It was reported that the patient's right hip was revised. An accolade ii stem and biolox ceramic head were revised. When attempting to remove the stem, the mcreynolds adapter would not thread into the stem. The surgeon said that the threads in the stem felt different than normal, but could not explain further. The stem was ultimately revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: biolox ceramic femoral head; cat# unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.